Manufacturer narrative:
E1 initial reporter name corrected.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, concentric, de novo target lesion with a bend between >45 and <90 degrees was located in the moderate to severely tortuous and moderately calcified left anterior descending artery. After a 6f non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion, pre-dilation was performed with 1.5x12 non-bsc balloon catheter resulting to 70% residual stenosis. A 32 x 2.50 promus premier select drug-eluting stent was advanced for treatment. However, the distal part of the stent was found to be damaged. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
E1 initial reporter name corrected. Device evaluated by MFR.: promus select ous mr 32 x 2.50mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found distal stent damage, with stent struts lifted and pulled proximally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, concentric, de novo target lesion with a bend between >45 and <90 degrees was located in the moderate to severely tortuous and moderately calcified left anterior descending artery. After a 6f non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion, pre-dilation was performed with 1.5x12 non-bsc balloon catheter resulting to 70% residual stenosis. A 32 x 2.50 promus premier select drug-eluting stent was advanced for treatment. However, the distal part of the stent was found to be damaged. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, concentric, de novo target lesion with a bend between >45 and <90 degrees was located in the moderate to severely tortuous and moderately calcified left anterior descending artery. After a 6f non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion, pre-dilation was performed with 1.5x12 non-bsc balloon catheter resulting to 70% residual stenosis. A 32 x 2.50 promus premier select drug-eluting stent was advanced for treatment. However, the distal part of the stent was found to be damaged. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.